Event description:
Additional information indicated that the ramus interventricularis anterior, also known as left anterior descending (lad) artery, was mildly calcified and moderately tortuous and 100% stenosed. During the initial procedure, the physician found a "two day old thrombus". The ria lesion was predilated with a 2.5x20mm maverick2 balloon. The patient recieve plavix was prescribed post procedure and it was reported that the patient was taking it. During the reintervention the patient received reopro, aspirin and heparin. Patient status was reported to be good after the procedure.

Event description:
It was reported that four days post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The taxus express2 3.5x20mm drug eluting stent was deployed in the non-tortuous proximal "ria". Four days later, the patient returned with ischemia and the stent was occluded. The thrombosis was treated with balloon angioplasty. Patient status is reported to be satisfactory.